Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinsonian tremor and movement disorders reported that they wanted to adjust stimulation but was having a hard time doing so. The programmer had gone berserk and stopped working. The patient was having a hard time adjusting stimulation while having the programmer against their chest, and did not have an antenna to use. It was noted that the programmer was working normally, but the patient couldn't adjust stimulation due to user error. It was later reported that the patient¿s ins was on and okay and the left side was at 2.9v and the right side was at 2.0v. The patient encountered an ¿upper limit reached¿ message while trying to increase stimulation from 2.9v to 3.5v. It was reported that the ins was set to 3.5v on the left side the day before this report. The patient stated they did not decrease it to 2.9v. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called because they needed to change to group b and 3.3 on the left side and 1.9 on the right. Patient was on group c 3.2 on the left side and 2.0 on the right. Patient confirmed the doctor told them to make the change. Patient was walked through how to change the group and adjust stimulation. Then patient changed to program b, the left side was at 3.0 and the right side was at 2.5. Patient was able to decrease the right side to 1.9. Patient was able to increase the left side to 3.2 but then saw the upper limit message. It was recommended for patient to follow up with the health care professional (hcp) and let them know they were not able to increase stimulation to 3.3 on the left side. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that their physician instructed them to go to 3.0v on the device. They met with a manufacturing representative who programmed the device to these settings.